Event description:
It was reported prior to the surgical operation, the pt experienced hypertension (220 systolic pressure), which normalized to 160 after clonidine was administered. Bilateral thalamic stereotactic planning was performed. Five microelectrodes were used on the right and four microelectrodes were used on the left, nothing was placed medial because of a vessel. The stereotactic planning included macro stimulation of multiple simultaneous microelectrode recordings using the macro tip of the microelectrodes. No problems were observed during macro stimulation of the right brain target side. The right lead was inserted and fixed. No problems were noted during macro stimulation of the left brain target side. The deep brain stimulation lead was implanted. Suddenly, the pt experienced right hemiparalysis and lost consciousness. At that moment the pt experienced hypertension (>200 systolic pressure). The final electrode was quickly placed and fixed to the burr hole. A CT scan revealed an extended deep seated bleed in the left hemisphere about 4 cm in diameter. There was no midline shift and the sulci was free. The pt was admitted to intensive care (ic). It was difficult to control the pt's hypertension in the ic. The hcp stated, the hypertension was not secondary to bleeding because there was no bradycardia and no mass effect was present on the CT scan. Intubation did not occur because the pt had sufficient respiratory function. The next day, the pt experienced respiratory dysfunction and was intubated. Another CT scan revealed an enlargement of the bleed. A decision was made to "abstinate". The pt died in 2008. Add'l info has been requested, a f/u report will be submitted when/if add'l info becomes available.